Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of damage to a bend relief of the heartmate 3 system controller (serial number: (B)(6)) was not able to be confirmed. Available information indicated that the controller was exchanged on (B)(6) 2024 due to the damage. Multiple attempts were made to obtain log files, images of the damage, and information regarding the potential return of the controller, but no response was received. The root cause of the reported event could not be conclusively determined through this evaluation. The heartmate 3 instructions for use (rev c - section 2 ¿system operations") provides instructions for replacing the system controller. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a controller exchange on 22apr2024 for breaks in the bend relief.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.